Event description:
According to the reporter, it was stated that leakage was observed from the junction of extension tube (arterial side) and bifurcate during dialysis session, and after the session was completed catheter was removed and replaced with a new palindrome catheter with similar model number. It was said that there was no damage on the device during visual inspection and there was no hole or leak noted on the device. Clamp was moved periodically. Catheter was not repaired, betadine was used to clean the device. There was no other product utilized with the device. Tego was not utilized and there was no luer adapter issue, there were no patient symptoms or complication associated with the event. There was a blood loss of approximately 3ml, blood transfusion and medical intervention was not required. There was no reported patient injury.

Manufacturer narrative:
Additional information: b5, g4. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, it was stated that leakage was observed from the junction of extension tube (arterial side) and bifurcate during dialysis session, and after the session was completed catheter was removed and replaced with a new palindrome catheter with similar model number. It was reported that the leak was observed near the adapter, close to the y connector/bifurcate, break/cut was also noted. It was said that there was no damage on the device during visual inspection and there was no hole or leak noted on the device. Clamp was moved periodically. Catheter was not repaired, betadine was used to clean the device. There was no other product utilized with the device. Tego was not utilized and there was no luer adapter issue, there were no patient symptoms or complication associated with the event. There was a blood loss of approximately 3ml, blood transfusion and medical intervention was not required. There was no reported patient injury.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection observed an image with a handwritten note from the doctor. It was reported that there was a leak or hole on the extension tube. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, it was stated that leakage was observed from the junction of extension tube and bifurcate during dialysis session. After the session was completed, catheter was removed and replaced with a new catheter. Catheter was not repaired; betadine was used to clean the device. Tego was not utilized, and there was no luer adapter issue. There were no patient symptoms or complications associated with the event. There was no reported patient injury.